Event description:
It was reported that the during use the right ventricular (rv) lead exhibited impedance issue, short v-v intervals and high rate no n-sustained episodes noted. Review of data indicated spike and high in impedance and fracture suspected. The rv remains in use. No patient complications have been reported as a result of this event.